Event description:
Reportedly, all three balloons burst during insertion through the introducer sheath (arrow). No patient complications.

Manufacturer narrative:
Two additional lot numbers provided when device was returned: expiration date:05/01/2009; manufacture: 11/01/2007; lot number 247dc951; expiration date:10/01/2008; manufacture date: 04/25/2007. All three devices were returned and evaluated. One device was missing balloon latex. Unit# 1-customer report was confirmed. Returned paperwork indicated three different lot numbers (58439125, 247dc951 and 58466939). Balloon ruptured almost all the way around the circumference. No introducer returned. Unit# 2 - customer report was confirmed. Returned paperwork indicated three different lot numbers (58439125, 247dc951 and 58466939). Balloon ruptured almost all the way around the circumference. Ruptured portion of latex is inverted over the distal tip. No introducer returned. Unit#3 - customer report was confirmed. Returned paperwork indicated three different lot numbers (58439125, 247dc951, 247dc951 and 58466939). Balloon latex has detached between the proximal and distal bonds. Detached latex was not returned. Residual latex is present on both bond sites. No introducer returned.